Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2014, a 25mm epic valve was implanted into the mitral position due to endocarditis. The patient's annulus size was 25mm. In (B)(6) 2022, the patient presented with heart failure with dyspnea on exertion, and the patient was diagnosed with severe mitral regurgitation. On (B)(6) 2022, the valve was explanted. The valve showed incomplete coaptation around the stent and medial commissure, and the leaflet was also separated. During explant of the device, the posterior leaflet around p3 was damaged. The explanted device did not indicate calcification, pannus, or stenosis. The device replaced with a 25mm non-abbott valve. The patient is recovering well.

Manufacturer narrative:
The previous report was submitted on 9/22/2022 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Explant was reported due to regurgitation. The investigation found that cusp 3 was torn. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined.

Event description:
N/a.